Manufacturer narrative:
Concomitant product: 694765 lead, implanted: (B)(6) 2010.

Event description:
It was reported that the right atrial (ra) lead was observed with intermittent undersensing and occasional far field r-wave (ffrw) oversensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.